Manufacturer narrative:
It was reported that the ventilator was contaminated with liquid. Based on the information collected to date, the provided problem description and the technician inspection of provided unit, it has been clarified that the liquid marks could be seen inside the ventilator, which affected main back-plane and pneumatic back-plane boards. There was no patient harm. The issue has been resolved by replacing both boards and the device was delivered to the user in working condition. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The printed circuit boards (pcbs) were not further investigated since ingress of liquid/corrosive substance on pcbs can cause failure/short circuits which might lead to a ventilator malfunction. It has remained unknown under which circumstances and when liquid entered the unit. The cause of this issue has been established as accidental damage. Moreover, the power errors have been found in provided logs. If mentioned power errors occur during ventilation, it may lead to stop ventilation and audio-visual alarms will be generated. The root cause to the reported issues have not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was contaminated with liquid and generated technical error codes indicating communication error. There was no patient harm. Manufacturer's ref.(B)(4).